Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer reported an issue with the dual lumen dialysis catheter. Upon insertion of the catheter and after connecting it, it was noticed almost immediately that air was aspirated. It was stated that when the catheter was placed and they were aspiring blood, a drop/leak was seen coming out of the lumen side at the red extension tube right after the red luer connector (adapter). They clamped it immediately. As a remedial action the catheter was pulled out/explanted and was replaced with a product from the same lot and ID on the same day of the event. The procedure was completed. There was no luer adapter issue. There was nothing unusual observe on the device prior to use. Flushing was done prior to use and they could not see a rupture because it was clear nacl (sodium chloride) and some disinfectant had already been used. The insertion site was treated with ¿chloorhexidine 2% in 70% alcohol¿. Tego was not utilized. There was no excessive force used on the device. The cleaning agent used on the device was chloorhexidine 2% in 70% alcohol. The cleaning agent utilized to clean the adapters was ¿clinell alcoholdoekjes 2% chloorhexidine in 70% alcohol¿. Upon further evaluation of this, it was seen that a tear/rupture was noticeable in the red colored (arterial) extension tube lumen just below and right after the plastic red luer connector that is in the lumen. Besides the reported issue there were no other visible defects/damages found on the product at the time of the event. Based on the information, this has not occurred before. There was no blood loss and blood transfusion was not required due to the event. There was no medical intervention/treatment done to the patient as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the luer adapter to be cracked, leaking, or broken. It was reported that there was a leak or hole on the extension tube at or near the luer adapter. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to clamping the tubing too close to the luer adapter. Clamping the extension tube close to the luer adapter can cause excess stress on the extension tubing which can lead to breaks/leaks in the tubing where it connects to the luer adapter. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: clamping repeatedly on the same spot could weaken the tubing and clamping near the adapter and hub should be avoided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.